Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4)/

Event description:
The end user reported that the starter hole was off centered in an unknown number of wafers from an unknown number of boxes. She had used some in the past that were off centered and sometimes, she would experience decreased wear time. She usually changed her wafer every 3-4 days but these, she had to change within minutes up to 24 hours wear time. No photo is available at this time.